Event description:
The patient's mother contacted animas on (B)(6) 2011 to report that the patient lost the battery cap to the subject pump on (B)(6) 2011 and did not inform her. The patient's mother stated the patient did not check his blood glucose (bg) or take any insulin since the battery cap was lost. The reporter claimed she did not have guidelines for backup plan and took the patient to the ER on (B)(6) 2011 at 1am. There was no mention of symptoms. The patient's mother reported the patient's bg was 25 mmol/l (450 mg/dl) at the time he arrived to the ER and was treated with an insulin injection (10u + 10u) and discharged. At 5am that morning, the patient's mother claimed the patient had a low bg of 2.6 mmol/l (47 mg/dl) and was with juice and crackers. It is unclear if the patient was on insulin pump therapy at time of low bg. The patient's mother reported that the patient was not on the pump when discharged from the ER; however, at a later time during troubleshooting she mentioned that someone in the ER fixed a "splint" to regain power to the pump without the battery cap. At the time of troubleshooting, the patient's mother claimed the pump was working properly with temporary fix and refused to take the patient off the pump because she did not have a backup plan. Although there is no indication of a pump malfunction, this complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after having lost the battery cap to the subject pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.